Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was high as 436 mg/dl at the time of the incident. The reprogram alarm did not occur during the first rewind, after setting the time and date on the pump before the pump was rewound for the first time. After performing self-test, the customer received with multiple insulin pump errors. There was no way to troubleshoot high blood glucose too since he would not be using the pump. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue using the pump and make sure to check his settings with his doctor that way once he got the replacement pump, settings are ready. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with external flash crc error alarm during self-test and reset setting, problem isolated to mother board. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
Device received with external flash crc error alarm during self test and reset setting, problem isolated to mother board. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Device passed all operating currents tested within the specific range and passed off no power test. Device received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip, stained end cap sticker and minor scratches on display window noted. No reprogram alarms noted.